Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). The 80% stenosed target lesion was located in the moderately tortuous and long moderately calcified lad. A non-boston scientific (non-bsc) guiding catheter and guidewire advanced to the lesion. Following predilatation with 2.5 x 12 mm non-bsc balloon, a 3.50 x 48 synergy drug eluting stent was deployed at 11 atmospheres. There was no issue with stent deployment. The balloon inflated and the stent deployed fully. Immediately after deployment, a dissection occurred at the proximal part of the deployed stent. A 4.00 x 20mm synergy stent was deployed proximally by overlapping the stent at 11 atmospheres to cover the dissection. The entire length of the segment was then post dilated with 4.00 x 12 mm quantum apex balloon and to successfully complete the procedure. There were no further patient complications.